Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a low flow event; however, a specific cause for the event could not be conclusively determined. The submitted controller event log file contained events from (B)(6) 2025 ¿ (B)(6) 2025. A single transient low flow event was captured on (B)(6) 2025 at 06:22:52, however the event did not persist long enough to result in an alarm. Of note, pulsatility index (pi) appeared to be elevated during the low flow event. No other notable events or alarms were captured, and the pump appeared to be operating as intended at the stored patient speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. This section also notes that, in general, the magnitude of the pulsatility index (pi) value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for review to look for any transient suction events or low flows that may not have be picked up on a regular interrogation. The event log file captured one random low flow event on 7/29/2025 at 6:22:52. The calculated flow appears to have fluctuated below the alarm threshold of 2.5 lpm during the event. The log file only contained a low flow estimate when the calculated pulsatility index (pi) was dynamic and elevated. The low flow reading did not appear to be the result of any external equipment malfunction.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.